Manufacturer narrative:
Updated fields: b4, d4 (unique identifier), d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 h6 (health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. (B)(6) states she heard from other night shift rn¿s that the alarm had occurred and would like more information. Getinge emergency support team reviewed the clinical reasons a gas loss alarm would present itself and the troubleshooting that should occur. (B)(6) is appreciative of the information shared with her today. (B)(6) notified. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. There was no injury reported.

Manufacturer narrative:
Updated fields- b4, b5, d4 (UDI), g3, g6, h2. Corrected fields- e3, h11. UDI # is incomplete as serial number was not provided. This information was requested ; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted